Event description:
(B)(4). The customer alleged that a screw came off of the m41 power wheelchair and the seat fell off when she was getting off the bus. She also stated that the screws were stripped. There was no reported injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41 power wheelchair, serial number/date code is unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.